Event description:
Meter had a date/time issue. The patient reported that in 2005, the meter "lost its settings". It did not display any battery symbol and nor had any trauma had occurred to the meter. Patient adjusted the meter settings and "everything was fine". The next day the meter lost its settings again. The patient replaced the battery and adjusted the settings and "everything was fine". Patient also owns a second ultra meter, which patient uses during the night and in the mornings. The subject meter is used during the day. The last test done on the subject meter was at 11pm with a result of 83 mg/dl. Patient did not have any symptoms, but patient had some fruits and apple juice and went to bed. Throughout the night, patient had tested on patient's second ultra meter with normal results. The next morning, at 7:17 am, patient tested on patient's second ultra meter with a result of 136 mg/dl and took 8 units of insulin. Patient injects insulin based a sliding scale and also based on the carbohydrate intake. Patient was not experiencing any symptoms. Patient had a routine doctor's appointment and while waiting to be seen by the doctor around 10 am, patient "felt hypoglycemic". Patient had taken patient's subject meter with patient to the doctor's office and attempted to test on that meter. Patient was unable to test since the meter had again "lost its settings". The doctor's assistant gave patient another meter (ascensia) to test patient's blood glucose and the result on that meter was 46 mg/dl. Patient was not treated by the doctor. The patient ate a banana and drank some grape sugar. The patient stated that in patient's opinion, the results of patient's meter were correct. Based on the information provided, there is indication that the product has malfunctioned and it meets the criteria for a medical device reportable. However, it cannot be concluded that the meter contributed to any event since the patient did not use the subject meter prior to feeling hypoglycemic. Patient had attempted to use the meter during the time patient was experiencing symptoms, but it did not delay any treatment. This case is reported as a meter malfunction because the meter kept losing the settings intermittently. A replacement meter was sent to the patient.